Event description:
On (B)(6) 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that the display on her daughter's onetouch ultrasmart meter was fading. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue was discovered on the morning of (B)(6) 2012. The patient reportedly manages her diabetes with insulin (self adjuster) and the reporter denied the patient made any changes to her diabetes regimen in response to the reported meter issue. According to the csr's documentation, on the morning of (B)(6) 2012, the reporter claims the patient developed a symptom of thirst as a result of the alleged meter issue. The reporter, however, denied the patient received any form of treatment after the alleged meter issue began. During troubleshooting, the csr noted the patient was not using the subject meter for the first time and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom that is suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter's display was difficult to see due to white residue on the lcd displays plastic cover. The test strips and control solution were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter has been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.